Manufacturer narrative:
The device was received by resmed for an engineering investigation. The reported complaint could not be reproduced during initial evaluation. Review of the device data logs revealed no alarms or error messages. The investigation methods, results and conclusion are not finalized at this stage. If more information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral 100 device powered down unexpectedly and did not power back on. The patient was removed from the device, manually ventilated and placed on a different device.

Event description:
It was reported to resmed that an astral 100 device powered down unexpectedly and did not power back on. The patient was removed from the device, manually ventilated and placed on a different device.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported complaint. Performance testing could not reproduce the reported complaint. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).